Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 140 mg/dl, and the meter bg reading was 37 mg/dl to 40mg/dl. Reportedly, customer required assistance from partner to treat bg level via liquid glucose. System check with tandem technical support did not identify any additional issues with the pump or related supplies.